Manufacturer narrative:
This report was initially submitted following notification by a customer in the united states regarding discrepant organism identification results in association with the vitek® ms. Biomérieux internal investigation was conducted. Problem description: customer vitek ms result: first test: single choice to stenotrophomonas maltophilia retests : - no identification (4 times) - low discrimination: staphylococcus lugdunensis / stenotrophomonas maltophilia. Other method : -gram strain: the gram stain shows gram positive cocci; stenotrophomonas maltophilia is a gram negative rod so results do not conform with each other. -sequencing performed by the customer: microseq obtained an identification to staphylococcus hominis hominis (B)(6). Investigation findings and conclusion the vitek ms system was operational during the tests. Spot preparation quality by the customer is not optimal. The calibrator and sample "all peaks" values are heterogeneous. This can be explained by a non-optimal spot preparation of the calibrator strain (culture, spot, different operator[?]). Based on the information provided by customer, the expected identification was staphylococcus hominis hominis (confirmed by microseq-ID sequencing). This strain sequence was forwarded to biomérieux r&d, and the strain was identified as staphylococcus petrasii. Staphylococcus petrasii is not included in the vitek ms v3.0 knowledge base (in use at customer site). Based on the vitek ms results provided by the customer, the result of no identification (noid) is obtained (B)(6) of the time (4 out of 6 tests). Since the organism staphylococcus petrasii is not present in the vitek ms knowledge base, this would be the expected result. The following system limitations in the vitek ms knowledge base user manual (ref. (B)(4) for vitek ms clinical use v3.0) support this: "* the vitek ms system has not been validated for use with direct samples or from other sources containing mixed flora. * additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification. * testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results." Suspected root cause: - system limitation because staphylococcus petrasii is not included in the knowledge base v3.0 - non optimal spot preparation by the customer the investigation concluded that the vitek ms system is performing as intended.

Event description:
A customer in the united states notified biomérieux of obtaining misidentification results when testing with the vitek® ms instrument (ref 410895). The vitek ms identified the organism as stenotrophomonas maltophilia. The customer reported that the gram stain for this isolate showed gram positive-cocci. Stenotrophomonas maltophilia is a gram-negative rod. The customer subcultured the isolate and rested the sample five times with the following results: -four "invalid" results -one result of 51% staphylococcus lugdunensis/48.9% stenotrophomonas maltophilia the sample was also processed with microseq®, and it returned staphylococcus hominis hominis (98.73%). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.